Event description:
Additional information received reported the patient was still not able to make it to the bathroom but believed the bladder infection had cleared up. It was noted the patient was working with their manufacturing representative and had a recent change in programming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated they had history of bladder infection at times and were not sure about the circumstances that led to the bladder infections. No cause of the infection was determined and they did not know if it was related to the device or therapy.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported that there was painful and uncomfortable stimulation. The patient had pain in her back where the implantable neurostimulator (ins) was located and it went outward. She took pain pills and would put ice on it and went to bed. Her whole back would start hurting eventually if she just let it go. She was not feeling too good today. The patient was asked if she had tried decreasing stimulation to see if it would help with the pain but she did not know how to operate the patient programmer (pp). Therapy was confirmed to be on and stimulation was decreased from 1.9v to 1.8v. This eliminated the uncomfortable stimulation. It was confirmed that she was not hurting anymore after decreasing stimulation. The issue occurred "probably a good week ago" in (B)(6) 2016. That same day the patient reported a loss or change of therapy. Therapy was not doing much good and she still urinated a lot and she was taking antibiotics. In (B)(6) 2016 the patient had a couple weeks of no control and had a bladder infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.